Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with difference between sensor glucose and blood glucose levels. The customer reported blood glucose value of 88 mg/dl. The customer was treated by drinking apple juice and ate some food. Symptoms witnessed during the event: weak. The event involved products mmt-1884, mmt-7040ma, mmt-332a and mmt-399a. Troubleshooting was partially performed for low blood glucose. Troubleshooting was performed for difference between glucose levels. The customer blood glucose was 237 mg/dl and sensor glucose value was 88 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 149 mg/dl and it was beyond acceptable range. Customer was advised to monitor the product and change sensor if issue persists. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040ma. No product return is required for mmt-399a. No product return is required for mmt-332a.